Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a smartfreeze cryo console was selected for use. The balloon catheter was prepared and introduced into the patient. As soon as the catheter entered the left atrium (la) the error message 1 - 00004000-2: the console detected blood in the catheter appeared on the console. The catheter and cryo gas cable were replaced. When the balloon of the second catheter was inflated during preparation outside the patient the error message 2 - 00001000-1: the injection pressure is too high appeared. The cryo gas cable was disconnected, reconnected along with having its orientation flipped 180 degrees. The high injection pressure error continued to appear, so the cryo gas cable was replaced again. Upon another inflation attempt outside the patient the blood detect error message appeared again. The cryoablation part of the procedure was paused at this point for a troubleshooting call, and the physician chose in the meantime to perform a planned radiofrequency (rf) ablation of the cavotricuspid isthmus (cti) line ahead of schedule. Case data indicated that the blood detect error was likely a malfunction rather a true blood detect, and the balloon catheter was replaced again upon recommendation. The third balloon was prepared as usual outside the patient without errors and with normal limits. The catheter was inserted into the patient, positioned in the left superior pulmonary vein (lspv), and successfully inflated to 28mm. When the balloon was then inflated to 31 mm, but the icon on the cryo console screen next to the freeze path window was stuck on the hourglass image and never reached the ready state, so ablation could not be performed. The catheter balloon was then deflated using the slider switch back to 28mm, at which point the injection pressure too high error appeared once again. The procedure was then cancelled. No patient complications were reported. The device is expected to be returned for analysis. This report is being sent due to the procedure cancellation after patient sedation.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation a smartfreeze cryo console was selected for use. The balloon catheter was prepared and introduced into the patient. As soon as the catheter entered the left atrium (la) the error message 1 - 00004000-2: the console detected blood in the catheter appeared on the console. The catheter and cryo gas cable were replaced. When the balloon of the second catheter was inflated during preparation outside the patient the error message 2 - 00001000-1: the injection pressure is too high appeared. The cryo gas cable was disconnected, reconnected along with having its orientation flipped 180 degrees. The high injection pressure error continued to appear, so the cryo gas cable was replaced again. Upon another inflation attempt outside the patient the blood detect error message appeared again. The cryoablation part of the procedure was paused at this point for a troubleshooting call, and the physician chose in the meantime to perform a planned radiofrequency (rf) ablation of the cavotricuspid isthmus (cti) line ahead of schedule. Case data indicated that the blood detect error was likely a malfunction rather a true blood detect, and the balloon catheter was replaced again upon recommendation. The third balloon was prepared as usual outside the patient without errors and with normal limits. The catheter was inserted into the patient, positioned in the left superior pulmonary vein (lspv), and successfully inflated to 28mm. When the balloon was then inflated to 31 mm, but the icon on the cryo console screen next to the freeze path window was stuck on the hourglass image and never reached the ready state, so ablation could not be performed. The catheter balloon was then deflated using the slider switch back to 28mm, at which point the injection pressure too high error appeared once again. The procedure was then cancelled. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The smartfreeze cryo console was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the device underwent visual inspection and functional testing. The returned console was tested by performing 20 ablations and the error was not replicated. The process plate was visually inspected and there were no loose or unstable connections near pt2. The reported clinical observation was not confirmed.